Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device after firing. Customer's mother accidentally stuck her finger. No medical attention needed. No death or serious injury reported. Requested return of suspect device and replacement was sent.